Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patient, who was anatomically suitable for evar, received a zenith main body and three zenith iliac legs and procedure was conducted without a problem. At a later date, a follow-up angiogram noted that the contralateral iliac leg was not fully deployed and the distal sealing site of the graft was turned inward. There was no problem with the blood flow in the internal and external iliac arteries. No additional patient information was provided by the reporter.

Manufacturer narrative:
(B)(4): unknown as this information was not provided by the reporter; improperly sized device not specifically labeled per the IFU. No product was returned, images only were provided to assist in the investigation. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper planning and sizing. Per external physician consultant, the infolding of the complaint device is exacerbated by the funnel shape of the common iliac artery segment in which the stent is deployed. If the distal end was able to fully expand, the infolding would have been less severe. In the absence of a type 1b, perhaps nothing needs to be done. More definitive recommendations would require the entire CT data set, the pre op CT, the procedure angiogram, and the f/u angiogram. It was reported that there was no problem with blood flow to the internal and external. The complaint will be trended as "improperly sized device is deployed in the patient." It has been determined that the device was oversized. Although an endoleak was not reported, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.